Event description:
It was reported that an internal study was conducted using bd vacutainer® serum blood collection tubes which indicated that the orientation of the tube during clotting had a significant effect on the ldh value. Tubes clotted upside down had higher ldh values than tubes clotted right side up. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2024-00338 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that an internal study was conducted using bd vacutainer® serum blood collection tubes which indicated that the orientation of the tube during clotting had a significant effect on the ldh value. Tubes clotted upside down had higher ldh values than tubes clotted right side up. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.